Event description:
The customer reported that the insulin pump alarmed lost sensor. Troubleshooting was done. Customer's blood glucose was 44 mg/dl. Customer treated with protein drink. Advised the customer to turn off sensor feature and turn it on and select start new sensor. Advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).